Event description:
The lay rptr/mother contacted lfs in 2009 alleging that her daughter's one touch ultra 2 meter powers off during use. The pt had originally called earlier for replacement batteries; however, the replacement batteries she received did not resolve the issue and requested for more replacement batteries. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the pt's meter had powered off since a week earlier. Since the meter powered off since that day, the pt continued to take her diabetes regimen on a regular basis; however, had reportedly withheld her night insulin, since she was unsure what her readings were. The pt did not have a back up meter to test her blood glucose and tests her blood glucose at least 4 times a day. A normal reading for the pt is between 4.0-7.0 mmol/l. Three days later prior to 8:00 pm, the pt exhibited a headache and blacked out. Pt's mother contacted emergency services. The pt does not know whether she was treated with the glucose injection first by ems or whether they tested her blood glucose first. She does not recall what her blood glucose reading was. The pt was not taken to the hospital. The pt has had the subject meter since early 2006. Products were replaced. The complaint is being reported since the pt was unable to test due to the alleged issue and suffered symptoms suggestive of hypoglycemia and had to receive medical treatment consisting of a glucose injection by ems.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.